Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -9.5/+2.0/073 (sphere/cylinder/axis) into the patient's right eye (od), the lens tore/broke. This occurred on (B)(6) 2020. The lens was explanted intra-operatively. An alternate lens was successfully implanted at a later date. No patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
H3-device evaluation: the lens was returned with moisture in a micro-centrifuge vial. Visual inspection found that the optic and haptic were torn. Claim# (B)(4).